Event description:
Patient had a rigid three piece posterior chamber intra ocular lens inserted into the ciliary sulcus of the right eye on 05/01/1998. Two days post operatively, she experienced nausea and vomiting with loss of vision in the right eye. Examination revealed inferior dislocation. Therefore, the patient was returned to surgery on 5/13/1998 for removal of dislocated lens and insertion of an anterior chamber intra ocular lens via partial mechanical anterior vitrectomy. Iolab model u85jm, diopter 17.0 inserted 05/13/1998.